Event description:
The complainant reported that during a non-selective flush injection, the high pressure tubing hub came apart during injection which caused a spray. The tubing was rated to 900 psi and the complainant pressurized the tubing at 1000 psi. No harm or injury to the pt or staff was reported.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval because it was discarded after the procedure. Additionally, the device history record could not be reviewed because a lot number was not provided. Therefore, the complainant cannot be confirmed and no conclusions can be drawn. Eval, conclusions: no conclusion can be drawn.